Manufacturer narrative:
Section d4 unique identifier (UDI) updated. Device evaluation: medtronic led an evaluation of the reported surgeon console in the field and the associated device logs. Review of the field service notes indicated that there was a surgeon console communication failure between surgeon master controller (smc) non-real time (nrt). A failure code for 'linked to client handler link changed to reset', a failure code for 'linked to communication lost with alarms handler' and a failure code for 'linked to error client communication lost' were all observed. The switch, cable and computer parts of the surgeon console were replaced to resolve the issue. Evaluation of the logs indicated instances of communication errors where the error bridge kept losing its client, which indicates smc nrt communication loss and triggers an error code for 'linked to surgeon console computing node communication check'. This error is triggered when there is a communication loss between the smc and the surgeon console display computer (scdc), possibly due to bad wiring or hardware. Evaluation of the surgeon console confirmed the reported condition, however, the investigation concluded there were no abnormalities that would have caused or contributed to the reported condition; therefore, the investigation was not able to identify a root cause. However, the most likely cause could be traced to communication loss and surgeon master controller issue. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all medtronic quality release specifications at the time of manufacture. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during setup for a radical prostatectomy with the patient not in the operating room yet and not under anesthesia, the surgeon console (sc) had communication loss. The full system was restarted but it did not resolve the issue. Therefore, the surgeon decided to cancel the case. There was no patient injury.

Event description:
It was reported that during setup for a radical prostatectomy with the patient not in the operating room yet and not under anesthesia, the surgeon console (sc) had communication loss. The full system was restarted but it did not resolve the issue. Therefore, the surgeon decided to cancel the case. There was no patient injury.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.